Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery analysis test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. History download was successful thds and carelink upload was successful. Device had minor scratched display window, cracked battery tube threads and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was admitted to the intensive care unit into the hospital on (B)(6) 2021 that led to heart attack, blood infection, and urinary tract infection. Customer current blood glucose level was 91 mg/dl. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer blood glucose level was 500 mg/dl when admitted to hospital. Customer stated that they had a symptoms like confusion, feeling sick or unwell, headache, tired or weak, altered vision, extremity pain or cramps, increased thirst and other heart attack. Customer was not using sensor. Customer¿s hospitalization treatment was intravenous insulin drip. The device will be returned for analysis.

Manufacturer narrative:
Customer returned the insulin pump for an alleged possible over/under delivery, visit to emergency room, emergency medical services dispatched and was hospitalized for high blood glucose found on (B)(6) 2021. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.0869 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. History download was successful thds and carelink upload was successful. The test p-cap and reservoir does lock in place in the reservoir compartment. The minor scratched display window, cracked battery tube threads and scratched reservoir tube window noted during visual inspection. The insulin pump passed the functional testing. Unable to verify customer alleged for high blood glucose. Customer alleged for possible over/under delivery were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to narrative has been updated and provided in b5 section of this report.

Event description:
It was reported that the customer alleged the insulin pump was not working and it was giving them too much insulin, and sometimes no insulin at all. The customer was also hospitalized two other times.